Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of hemorrhage, hematoma and tissue injury, and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- estimated date. D4: the UDI is unknown as the part and lot number were not provided. Attachment article titled, "feasibility and safety of transfemoral aortic valve replacement using local anesthesia in the catheterization suite versus general anesthesia in the operation theater."

Event description:
The study assessed the feasibility and safety of a simplified transcatheter aortic valve replacement (tavr) compared with the standard approach. At least 2 proglide devices were used to close the access sites in both groups. There were no reported device malfunctions, however, access site-related complications occurred; among these are: vessel damage, hematoma, and bleeding. Treatments/ interventions included surgery, pti (percutaneous intervention) and unspecified conservative treatments. The study demonstrated that a simplified tavr approach was feasible and safe as compared to the standard approach with anesthesia/sedation in the operation theater. Additional information can be found in the article titled "feasibility and safety of transfemoral aortic valve replacement using local anesthesia in the catheterization suite versus general anesthesia in the operation theater."